Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What tissue was the size 2 stratafix symmetric suture used on? What was the condition of the tissue (weak, healthy, diseased)? What is meant by exudate leaked on wound? What was the indication for the additional surgical intervention? What was the date of the second procedure? Please describe what was done during the additional surgical intervention? Were any cultures taken and the result? Can you describe the appearance of the suture during second procedure? Reason that ethacridine lactate was used to treat on (B)(6)? What is the surgeon opinion of the causative factors for the leakage? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on unknown date and the barbed suture was used. The patient was discharged and it was noted wound inflammation on (B)(6) 2017. The exudate leaked on the wound was found on (B)(6) 2017 and required additional surgical intervention. It was also reported that the patient was under monitoring at the hospital and no abnormal data was found in blood test report, c reactive protein report and e.s.r report. On (B)(6) /2017 the patient was treated with ethacridine lactate. On (B)(6) 2017 the patient's condition changed to better. The surgeon opined that it might not be related to the product. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
Date sent to the FDA: 08/24/2017.